Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-12413. It was reported that patient lost stimulation due to lead migration. As a result, surgical intervention was undertaken on (B)(6) 2019, wherein the entire system was explanted and replaced. Effective therapy was restored post operatively.